Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician suspected right ventricular (rv) lead perforation. Diagnostic imaging was performed and confirmed the rv lead had perforated. The rv lead was explanted and a new rv lead was successfully implanted. The patient was in stable condition.